Manufacturer narrative:
Patient age, weight and ethnicity: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) broke off. No further information was available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: feb 2, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed and the lens was presented with a detached haptic. The lens was cleaned and visually inspected under magnification and revealed that the lens had damage and scratches. No additional issues were observed with the returned product. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed two additional investigation requests (ir) for this po has been received, similar to the reported complaint issue but were not confirmed to be related to manufacturing based on investigation results. Therefore, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.